Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd her scs sys, including an ipg, on (B)(6) 2010. It was reported that the pt went to the hosp emergency room for chest pain. She stated that the hosp EKG machine would not work until her stimulation was turned off. Once she turned off the ipg, the machine functioned normally. The EKG results were allegedly normal and the pt reported that she was discharged from the emergency room.